Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/lower pelvic pain") and gingival cancer ("dental problems: have a tumor in my gum") in an adult female patient who had essure (batch no. 698884-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), bladder infection, ectopic pregnancy in 2005 and multiparous. Previously administered products included for an unreported indication: depo-provera from 1997 to 1999. Concurrent conditions included uterus enlarged. Concomitant products included aripiprazole (abilify) since 2016, lorazepam (ativan) since 2016, sertraline (zoloft) since 2013, trazodone since 2013 and vicodin (norco) since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches") with nausea, headache ("headaches/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) uti"), vaginal infection ("infection (bladder/urinary tract/ vaginal) vaginal") with vaginal discharge, anxiety ("psychological or psychiatric problems: depression and anxiety"), depression ("psychological or psychiatric problems: depression and anxiety"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes: describe"). In 2012, the patient experienced gingival cancer (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("lost pieces of my teeth"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("heavy periods"), vision blurred ("vision/eye problems: blurry vision"), vomiting ("vomiting"), hot flush ("hot flashes"), urinary incontinence ("bladder or urinary problems or changes: can not hold urine") and abdominal distension ("gastrointestinal or digestive type: bloating"). The patient was treated with antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (6 teeth pulled). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gingival cancer, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, migraine, weight increased, dysmenorrhoea, dyspareunia, vision blurred, vomiting, hot flush, urinary incontinence, hormone level abnormal and abdominal distension outcome was unknown and the headache, fatigue and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gingival cancer, headache, hormone level abnormal, hot flush, menorrhagia, migraine, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: 1 coil on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Updated outcome of event (abdominal pain). Reporter's information updated. Unstructured lab data was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/lower pelvic pain") and tooth disorder ("dental problems: have a tumor in my gum") in an adult female patient who had essure (batch no. 698884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), bladder infection, ectopic pregnancy in 2005 and multiparous. Previously administered products included for an unreported indication: depo-provera from 1997 to 1999. Concurrent conditions included uterus enlarged. Concomitant products included aripiprazole (abilify) since 2016, lorazepam (ativan) since 2016, sertraline (zoloft) since 2013, trazodone since 2013 and vicodin (norco) since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches") with nausea, headache ("headaches/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) uti"), vaginal infection ("infection (bladder/urinary tract/ vaginal) vaginal") with vaginal discharge, anxiety ("psychological or psychiatric problems: depression and anxiety"), depression ("psychological or psychiatric problems: depression and anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes: describe"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("lost pieces of my teeth"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("heavy periods"), weight increased ("weight gain"), vision blurred ("vision/eye problems: blurry vision"), vomiting ("vomitting"), hot flush ("hot flashes"), urinary incontinence ("bladder or urinary problems or changes: can not hold urine") and abdominal distension ("gastrointestinal or digestive type: bloating"). The patient was treated with antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (6 teeth pulled). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, migraine, weight increased, dysmenorrhoea, dyspareunia, vision blurred, vomiting, hot flush, urinary incontinence, abdominal pain, hormone level abnormal and abdominal distension outcome was unknown and the headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hot flush, menorrhagia, migraine, pelvic pain, tooth disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: 1 coil on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: bleeding (vaginal, menorrhagia), uti, vaginal, anxiety, depression, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, blurry vision, fatigue, weight gain, vomiting were added. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/lower pelvic pain") and tooth disorder ("dental problems: have a tumor in my gum") in an adult female patient who had essure (batch no. 698884-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), bladder infection, ectopic pregnancy in (B)(6) and multiparous. Previously administered products included for an unreported indication: depo-provera from (B)(6) to (B)(6) . Concurrent conditions included uterus enlarged. Concomitant products included aripiprazole (abilify) since (B)(6) , lorazepam (ativan) since (B)(6) , sertraline (zoloft) since (B)(6) , trazodone since (B)(6) and vicodin (norco) since (B)(6) . On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced migraine ("migraines / headaches") with nausea, headache ("headaches/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) , the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) uti"), vaginal infection ("infection (bladder/urinary tract/ vaginal) vaginal") with vaginal discharge, anxiety ("psychological or psychiatric problems: depression and anxiety"), depression ("psychological or psychiatric problems: depression and anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes: describe"). In (B)(6) , the patient experienced tooth disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("lost pieces of my teeth"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("heavy periods"), weight increased ("weight gain"), vision blurred ("vision/eye problems: blurry vision"), vomiting ("vomiting"), hot flush ("hot flashes"), urinary incontinence ("bladder or urinary problems or changes: can not hold urine") and abdominal distension ("gastrointestinal or digestive type: bloating"). The patient was treated with antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (6 teeth pulled). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, migraine, weight increased, dysmenorrhoea, dyspareunia, vision blurred, vomiting, hot flush, urinary incontinence, abdominal pain, hormone level abnormal and abdominal distension outcome was unknown and the headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hot flush, menorrhagia, migraine, pelvic pain, tooth disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: 1 coil on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain") and menorrhagia ("heavy periods"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, weight increased and menorrhagia outcome was unknown. The reporter considered headache, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.